Event description:
The customer reported that there was a precharge voltage error and the system would not boot up. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The battery needs to be replaced. The reported issue is currently under investigation.